Manufacturer narrative:
The company representative found iabp shutdown code 65 in the iabp error log and did not find maintenance code #2. The company representative found a defective k6a solenoid and replaced the k6a and k6 assembly, "drive manifold assembly" (part number 0104-00-0018). The company representative replaced a defective "power supply assembly" (part number - 0014-00-0033e05), "vent valve 24 vdc 2-way n.o" (part number, 0119-00-0170). The company representative completed factory calibration and functional checkout of the unit and returned the iabp to the customer. Internal file: (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "maintenance required code # 2" (drive transducer offset failure) alarm. The customer rebooted the iabp and the alarm disappeared. The patient was switched to another iabp and therapy was continued. No patient injury was reported.